Event description:
A 28 mm diameter x 16 mm diamter x 16.5 cm length aneurx bifurcated stent graft, and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. Vessel morphology is reported to be very thin artery walls. It was reported that the device and its components were implanted. (MFR report # 2953200-06-00295). The final angiogram demonstrated a type I endoleak. The physician elected to add an aortic cuff. During the deployment of the aortic cuff, which was deployed using the slow deployment technique, the cuff jumped 2-3 cm covering one of the left renal artery, the pt has two left renal arteries. The physician attempted to pull down the aortic cuff by inserting a guidewire between the cuff and the artery wall then tried to feed the guidewire back down the opposite side of the cuff with this technique, however, this procedure was unsuccessful. The physician then inserted a 6x2 balloon placing the balloon in the aortic cuff, but was unable to pull the aortic cuff down to the correct position. The physician elected to convert the pt to an open surgical conversion. The pt was sent to recovery; however, the pt expired later that day.